Manufacturer narrative:
(B)(4). Device evaluation: result - a sample is not available but one photo was returned for evaluation. The picture does show that the safety mechanism is activated however the tip of the mechanism is not covering the needle. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was able to confirm the customer's indicated failure. Without an actual sample, an absolute root cause for this incident was not determined. The picture was forwarded to the manufacturing site for further review. A supplemental report will be filed pending additional investigation results.

Event description:
It was reported that after giving a subcutaneous injection, the employee activated the safety mechanism on the suspect device and it malfunctioned. The safety "bent" up and left the needle exposed. The employee did not realize the safety was not covering the needle and she reached her left hand to transfer the device and was stuck on her left 3rd finger. The source patient had lab work and at the time of report, further follow up for the employee was pending results of the lab work.